Event description:
The customer reported the ventilator had a pressure sensors failure. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. As reported, failure of the pressure sensors may affect the accuracy of the system pressure measurement during normal ventilation operation, which may result in a vent inop occurrence. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The manufacturers field service engineer was able to duplicate the reported problem. During evaluation, the service engineer reported the data acquisition pcb to motor controller pcb cable was not fully seated. The service engineer reseated the cable to address the finding and reported problem. Applicable final tests were completed to operating specifications.

Manufacturer narrative:
Cable reseated.